Manufacturer narrative:
A specific root cause could not be identified. From the information, a general reagent issue could most likely be excluded. Based on the data provided, it was possible that samples (B)(4) contain an interfering factor that specifically interacts with one of the immunological components of the assay. The different effects relate to the specific physical reaction conditions of the different modules/analyzers used for testing. As no sample material remained for further investigation, this could not be confirmed. It is known that furosemide and levothyroxine do not interfere with the assay. Differences in the results from the different manufacturers can vary depending on different setups of the assays, the antibodies used and differences in the standardization materials and methodologies used.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer questioned receiving high elecsys ft4 ii assay results for multiple patients with normal values for the elecsys tsh assay. The customer repeated the samples on different analyzers including a cobas 8000 e 602 module serial number (B)(4), cobas 8000 e 801 module, and a cobas e 411 immunoassay analyzer. The customer also tested the samples for ft4 with different methods including "scanbody tubes", scantibody reagent (hbt heterophilic blocking tube), and peg. Data was provided for 26 patient samples. Refer to the attachment to the medwatch for all patient data. The results were reported to medical personnel. There was no allegation of an adverse event. The customer suspected interference in the samples due to ruthenium or streptavidin or due to levothyroxine and furosemide medications taken by the patient. The calibration and qc were acceptable. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.